Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2018-(B)(6) stating the patient went to the hcp today, who was able to check and confirm the patient's ins was still working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain and complex reg pain syndrome type 1. It was reported there was no stimulation. It was reviewed to hold the patient programmer in hand away from ins and press any button. The patient placed the patient programmer of the ins and pressed bottom grey button. The status light on the patient programmer was green-okay. There was no stimulation. This started on (B)(6) 2018. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.